Event description:
Pt reported experiencing an unexpected elevated blood glucose level for the last 2 weeks. Pt stated the issue occurs several times a day. Pt reported his blood glucose level is sometimes 20, 21, or 17 mmol/l (360, 378, or 306 mg/dl). Pt stated his normal blood glucose level is 5 mmol/l (90 mg/dl). Pt reported after receiving the elevated blood glucose level went down. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The problem mentioned by the customer could not be reproduced.